Manufacturer narrative:
Manufacturing records for this lot number were reviewed and no complaint-related issues were noted.

Event description:
A pt with a history of heart disease and abnormal curvature of the spine was implanted with veptr at (B)(6) hospital, (B)(6). After implantation was complete, pt was taken to ICU. While in the ICU, the pt developed heart issues and even though she was treated, the pt died 5 days later. This report is #1 of 15 for the same event.